Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt has lead or cut lead still internalized. Pt had ins removed in (B)(6) 2020 but caller doesn't know why. Caller doesn't know who hcp is that removed system.